Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The sample was rerun on the same instrument and resulted lower. The rerun result was reported to the physician(s). The patient underwent cardiac catheterization due to the falsely elevated troponin result. There are no reports of adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer informed the tsc specialist that there had been an instrument error at the time the discordant result was obtained. The customer had not documented the error, and could not provide the instrument data from the event because the computer had been changed. The tsc specialist could not access the error log because of the time lapse between the event and the date the customer contacted the tsc. The tsc specialist discovered that the sample tubes are centrifuged outside of the tube manufacturer specifications. The tsc specialist then instructed the customer about proper sample handling. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample tubes being centrifuged outside of the manufacturer specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.